Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. (B)(6). The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2016 for anticoagulation adjustment. The patient was given medication and discharged on (B)(6) 2016. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
It was further reported that the patient presented to the hospital for hemoptysis. They were found to have an international normalized ratio (inr) greater than ten and was subsequently transferred for continuity of care. At the time of admission, their hemoptysis resolved and was given vitamin k2 mg IV. Their inr fell to 5.7, but remained around this level for about three days. Because the inr remained supratherapeutic and the patient developed a forearm hematoma, they were given another vitamin k 1 mg IV. The inr fell to 2.4 at the time of discharge. The patient reported that they were taking double the amount of coumadin than they were instructed to and was also taking new supplements, which could have interacted with coumadin to raise the inr more. He was overdiuresed slightly relative to his pump speed. The pump speed was decreased from 2640 to 2620. The manufacturer will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.